Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from an interventional cardiologist in practice 13 years. Physician has been using medtronic¿s nitrex guidewires since 2016, using a total of 50 in the last year. 30 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 15 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 5 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, the following complications were reported: cardiac tamponade occurred in an attempt to pass chronic and complex injuries (1 patient), and vessel perforation occurred when treating difficult lesions with high complexity and great manipulation. (1 patient) while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures, cardiac tamponade during treatment of difficult lesions with high complexity and great manipulation (1 patient), and vessel perforation during treatment of chronic lesions (1 patient).